Manufacturer narrative:
The set screw anomaly was not confirmed in the laboratory. The lead bore diameters were found to be within specification.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during generator change-out, several attempts to remove the lead from the header failed. The chronic lead was cut and capped. System was replaced. Patient was stable post procedure.